Event description:
A nurse reported that no torsional power was detected from two different handpieces during a cataract with intraocular lens implant procedure. It was noted that they did not realize the handpiece was not tuned until they attempted to perform phacoemulsification. The issue did not resolve, however, even after they attempted to tune the handpiece or after the handpiece was exchanged. The system was exchanged and the case was completed following a delay of 20-35 minutes. There was no harm to the patient.

Manufacturer narrative:
The company representative stated that a third party refurbished handpiece was being used and that handpiece was not tested. The customer reported that the reported event first occurred with that third party refurbished handpiece. The company representative found occurrences of system message (sm) - "tune failed - series frequency margin" and sm - "tune failed - bandwidth low" in the event log. The company representative tested two additional handpieces and both handpieces were found nonconforming. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).